Manufacturer narrative:
Additional, changed, and/or corrected data: d4; h4.

Event description:
Healthcare professional reported a right side textured to smooth exchange and 'signs of gel rupture'. Device has been explanted.

Event description:
Healthcare professional reported a right side textured to smooth exchange and 'signs of gel rupture'. Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side textured to smooth exchange and 'signs of gel rupture'. Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of anxiety-product/procedure and rupture was received on may 07, 2025, with lot number 1744783. Based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.